Event description:
A report was received from the affiliate indicating that after using an arthroscope that was sterilized in the sterrad nx sterilizer, the pt experienced oozing and a frothy secretion from a closed wound site following surgery. This event was one of two that occurred in 2009. The pt's operative site is unk. Two to three days after the surgery was performed, the pt experienced oozing from the closed wound site, and a frothy secretion was observed. The pt did not have a fever or pain. The pt recovered and was discharged from the hospital. It is unk how the pt was treated, or how long the symptoms lasted. Any details regarding the medical attention received and diagnosis are unk. It is unk if the secretion was cultured/analyzed. The physician treating the pt reported, he thought the cause of the secretion was not the sterrad nx sterilizer.

Manufacturer narrative:
The sterrad nx sterilizer was not evaluated following this incident. Cycle parameter details are not available. The sterilizer was serviced in 2009 and a door handle was repaired. The sterrad nx sterilizer was due for a preventative maintenance six months later; however, the results of the preventative maintenance were not provided. The cycle containing the devices completed successfully. It is unk if a biological indicator or any chemical indicators were used. The manufacturer name and model number for the impacted devices is unk. It is unk if the facility followed the device manufacturer processing instructions. It is unk if the facility used the sterrad sterility guide prior to processing the device. It was reported there were two ways of cleaning the devices before sterilization: wipe with alcohol if an arthroscope, "can be seen almost clean". Clean by cidezyme with a sponge if an arthroscope is dirty. It was also noted that the arthroscope was wrapped with sterilization wrap and put on a tray in the sterrad nx sterilizer. This is one of six reports being submitted for this event. Please reference MDR's: 2084725-2009-00709, 00710, 00712, 00713, 00715.